Manufacturer narrative:
Reason for reoperation: device replacement.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported left side ¿the thermoform interior packaging stuck to the implant on the sides even though there was a paper sleeve on the device¿ and "although the sterile field was compromised, they were able to use this device and successfully complete the surgery.¿ device remains implanted.